Manufacturer narrative:
Batch review performed on 14 may 2019: lot 134272: (B)(4) items manufactured and released on 08-nov-2013. Expiration date: 2018-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implants involved: gmk-revision 02.07.2406l femur revision ps size 6 l (k102437), lot 157217: (B)(4) items manufactured and released on 29-feb-2016. Expiration date: 2021-01-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-revision 02.07.0612scf fixed tibial insert sc size 6/12mm (k103170), lot 124952: (B)(4) items manufactured and released on 01-mar-2013. Expiration date: 2018-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient had a primary knee surgery on (B)(6) 2017 and she was already revised on (B)(6) 2017 due to pain caused from falling: the surgeon revised the femoral component and poly (MDR 2017-00827). About 1 year and 4 months after that first revision, the patient had another revision surgery due to ruptured patella tendon. Femoral and tibial components swapped successfully.